Event description:
The customer observed falsely depressed architect free t4 results for one (B)(6) female patient. The sample was repeated with higher results after calibration of the assay. The following data was provided: initial result = 8.90 pmol/l repeat results = 9.12 pmol/l and 8.60 pmol/l. Repeated again after calibration of assay = 11.20 pmol/l. Reference range = 9.01-19.50 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect free t4 results for one 69 year old female patient. The sample was repeated with higher results after calibration of the assay. The following data was provided: initial result = 8.90 pmol/l repeat results = 9.12 pmol/l and 8.60 pmol/l. Repeated again after calibration of assay = 11.20 pmol/l. Reference range = 9.01-19.50 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing of a retained kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the architect free t4 assay did not identify an increase in complaints. Accuracy testing was performed utilizing a retained kit of complaint lot 65357ud02. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 lot 65357ud02 was identified.